Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse observed fluid on the side of the rack when offloading from the instrument. The fse evaluated the instrument and discovered moisture on the sides of the sample rack/sample wheel transport area which was indicative of a probe or leak in the cap piercer area. The fse noted a small amount of vacuum removing wash solution from the cap piercer assembly during priming of the blade wash. The fse ran bleach through the line to clear up any possible obstructions and replaced the waste line #118. The fse also discovered a leak coming from a black swivel joint in the cap piercer fluidics line. The fse replaced the cap piercer module and performed alignments on the module. The fse verified the repairs as per established procedures and results met published specifications. Failure mode of the event is attributed to the waste line #118 and the cap piercer module.

Event description:
The customer reported noticing fluid on top of the sample collection tube caps when sample racks were being unloaded from the unicel dxc 600 synchron system. The customer indicated that approximately 1 ml of fluid leaked. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and glasses at the time of the event and no injury or exposure was reported. The customer stated that the instrument generated an erroneously high potassium (k) result of 6.7 mmol/l, and suppressed (no numerical result) results for sodium (na), chloride (cl), carbon dioxide (co2), and calcium (calc). The customer also obtained probe obstruction errors for blood urea nitrogen (bun), standardized creatinine (cr-s), modular glucose (glucm), total protein (tp), albumin (alb), alkaline phosphatase (alp), aspartate aminotransferase (ast), alanine aminotransferase (alt), total bilirubin (tbil), triglycerides (tg), cholesterol (chol), and high density lipoprotein cholesterol (hdld) tests, and no numerical results were generated. The erroneous result was not reported out of the laboratory and there was no change or effect to patient treatment in connection with this event. Subsequent re-run of the sample produced a higher potassium result of 4.1 mmol/l which is within the laboratory's reference range of the assay. Beckman coulter review of the instrument's error log indicated that the customer obtained multiple cartridge chemistry (cc) sample probe motion error or timeout, and obstruction detected error messages during the event.